Event description:
The reporter stated the surgeon saw a scratch on the lens optic on a mcl12.6mm implantable collamer lens on (B)(6) 2009. The surgeon decided not to use the lens and used the backup lens. No pt contact.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).